Manufacturer narrative:
Although the device was not returned to vygon, the details of the event will be sent to vygon gmbh for complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion.

Event description:
PICC line dressing found to be entirely saturated. Leak noted below hub, PICC line repaired with kit. Started leaking a couple of days after placed. No stylet was used. Patient tolerated the PICC well.